Event description:
A report received from the USA stated that an 840 ventilator was inoperative. There was no report of patient involvement. The date of the vent is unknown. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the issue. The cse replaced the breath delivery unit (bdu) central processing unit (cpu). The device passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt), according to manufacturer specifications. (B)(4).